Event description:
Caller reported a cartridge alarm issue. There was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and resolved the situation by deciding to replace the pump, which was still under warranty. The customer was advised to use manual delivery of insulin as a backup method and was instructed on how to return the defective pump. The replacement pump would be shipped without requiring a signature on delivery, and the customer acknowledged the need to update their pump settings and connect their continuous glucose monitor to the new pump.